Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found no issues with the function or operation of the evolution transfer carriage; the transfer carriage was returned to service. However, the rack sustained damage as a result of the reported event. Based on the description of the event, it is likely that the transfer carriage's wheel assembly had not been properly locked to the sterilizer's docking station resulting in the reported event. To resolve the issue, the rack was removed from service, and the user facility elected not to replace the rack. A steris account manager performed in-service training on the proper use and operation of the evolution transfer carriage, specifically on properly latching the carriage to the docking station. No additional issues have been reported.

Event description:
The user facility reported that while an employee was unloading their sterilizer, their evolution transfer carriage became unstable and fell, damaging the instrument rack. No report of injury.